Event description:
It has been reported that one bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) has been found deformed before use. The following has been provided by the initial reporter: burr on the one touch clamp and the customer considered it's dangerous.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received a 24ga nexiva catheter-adapter extension set with no packaging material. Through the visual/microscopic evaluation, the pinch clamp revealed surface damage. The damaged area revealed a piece of the plastic material had been scraped off with a small piece lifted up. The photos received revealed similar findings. The reported issue was confirmed and determined to be manufacturing related. The unit moves throughout the process in a ¿traveling pallet¿ and could come in contact with other parts causing this type of damage. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) has been found deformed before use. The following has been provided by the initial reporter: burr on the one touch clamp and the customer considered it's dangerous.